Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up and down arrow buttons were not responding with every button press. The patient confirmed that the keypad was intact. The patient reportedly wore the pump in a pump case attached to a belt and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all of the keypad buttons responded as expected. The keypad buttons were found to spring back and click back normally. The keypad cover was removed and there were no issues found with the key contacts. The reported unresponsive keypad buttons was not confirmed or duplicated during investigation.